Event description:
A customer reported obtaining a high reading on their freestyle lite meter. The customer obtained a reading of 308 mg/dl before going to bed and injected themselves with insulin, four hours later the customer awoke suffering symptoms of hypoglycemia and lost consciousness. It was also reported that the customer did not wash their hands before testing. The customer's husband treated her with glucagon hypokit and gave her water and sugar. The paramedics were not called and the customer was not taken to a local hospital. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested for investigation. A final report will be submitted when the investigation is complete.